Event description:
It was reported that an alert tripped for high impedance on the right ventricular (rv) lead. The impedance then returned to a normal range. Isometrics testing could not reproduce the impedance. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4194 implantable pacing lead (B)(6) 2009. (B)(4).